Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. It was thought that the patient had a heart rate in the 30 beats per minute (bpm) range. Review of the device data revealed there were no events stored in the prior 72 hours, the lead measurements were normal, and the device was operating as programmed. No additional adverse patient effects were reported. The device remains in service.